Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that low voltage switching device board failure was the cause of no image displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center¿s rear low-voltage differential signaling (lvds) board failed, resulting in no image output. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.